Manufacturer narrative:
During the onsite investigation, the service tech replaced the shutter. Root cause was identified as a faulty shutter. (B)(4).

Event description:
Customer reports no user radiation emitted, energy error. No pt harm reported and no additional info was provided.